Event description:
Covidien received a report that during post (power-on-self-test) is was observed that there was no alarm. There was no patient involvement.

Manufacturer narrative:
The customer isolated the failure to the speaker. A replacement speaker was provided and per the customer, the issue was resolved. This product is no longer manufactured.